Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 08-nov-2022. H6: investigation summary: 1 used sample was returned for quality investigation by the customer. Material number was not provided by customer so with visual inspection of received sample and by comparing the material description two different material numbers found. Suspected material were model#: 2420-0007 or model#: 2420-0500 . It was reported by customer that modules not alarming when there is air in the tubing below the air in line detector was not observed and infusion continues to run successfully without any air in line alarm. Prior to functional testing the sets were visually examined for defects and abnormalities. No other defects or abnormalities were observed. The set was attached to an IV bag filled with water solution and allowed to prime using alaris pump. The set was primed successfully for an hour for 125 ml and tubing infused fully without any air bubbles in line and no air in line alarm . The failure was unable to be replicated. A lot number is unknown for this complaint, however, several possible lots were able to be identified: possible lots provided for model#: 2420-0007: 22075552, 22075038 , 22075619, 22075629, 22095512 possible lots provided for model#: 2420-0500: 22075570, 22075618, 22075570. A device history record review for model: 2420-0007 and lot number: 22075552 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18jul2022. A device history record review for model: 2420-0007 and lot number: 22075038 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18jul2022. A device history record review for model: 2420-0007 and lot number: 22075619 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16jul2022. A device history record review for model: 2420-0007 and lot number: 22075629 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15jul2022. A device history record review for model: 2420-0007 and lot number: 22095512 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21sep2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lots. A device history record review for model: 2420-0500 and lot number: 22075570 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16jul2022. A device history record review for model: 2420-0500 and lot number: 22075618 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19jul2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lots. The root cause of this complaint could not be definitively determined because the issue could not be replicated.

Event description:
It was reported that the unspecified bd tubing set experienced air in line. The following information was provided by the initial reporter: modules not alarming when there is air in the tubing below the air in line detector and infusion continues to run.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd tubing set experienced air in line. The following information was provided by the initial reporter: modules not alarming when there is air in the tubing below the air in line detector and infusion continues to run.